Event description:
It was reported the incision was leaking and the patient had a bandage on. It was also reported the patient could not feel stimulation and that stimulation seemed to be intermittent. Patient was on program 1 at 3.5 volts and increased to 4.1 volts and could feel stimulation better but it was still intermittent. It was noted the patient was not shown how to use their programmer. It was noted the patient went to see their health care provider (hcp) but the hcp informed the patient they did not know how to work with the programmer. Follow up from the patient reported the patient had received assistance from their doctor or representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v845985, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).